Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the ipg was in the low back and the patient was so skinny that it was very uncomfortable. The ipg was sticking out very far but there was no actual breakage in the skin. It was also reported that since the patient was so skinny, the lead had so much wire. When the midline incision was opened, the physician noted that there was a lump and a loop within the lead. The physician took out the loop in the midline incision; extended the wires and relocated the ipg. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient's severe discomfort was due to the coiling of the excess leads. It was noted that the lump was gone after the procedure.

Event description:
A report was received that the ipg was in the low back and the patient was so skinny that it was very uncomfortable. The ipg was sticking out very far but there was no actual breakage in the skin. It was also reported that since the patient was so skinny, the lead had so much wire. When the midline incision was opened, the physician noted that there was a lump and a loop within the lead. The physician took out the loop in the midline incision; extended the wires and relocated the ipg. The patient was reportedly doing well postoperatively.